Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. An 8.0 x 20, 75cm mustang balloon catheter was selected to dilate the target lesion. During the first inflation, the balloon was inflated to 4 atmospheres and the physician noticed contrast media leakage under angiography. When the device was removed from the patient, the physician discovered that the balloon had ruptured longitudinally. The procedure was completed with another of the same device and no patient complications were reported. The patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).